Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced kinked cannula due to which the patient experienced blood glucose level issue, which the patient tried to self-treat with insulin drip via intravenous route. On (B)(6) 2019, the patient was subsequently hospitalized due to diabetic ketoacidosis. During hospitalization, the patient received intravenous insulin drip as corrective treatment, which resolved the issue. The infusion had been in use for one day and the patient did not notice any damage when the package was first opened. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Thereafter, the patient changed out the infusion set and resumed insulin delivery. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.